Event description:
It was reported that during a starr procedure, the retaining pin was locked and the surgeon was unable to retract it. With the help of a pair of straight cryle pliers the surgeon was finally able to retract the retaining pin and remove the stapler. The case was finished by using a different stapler. No adverse pt consequences.

Manufacturer narrative:
Tracking